Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a kinked cannula. The blood glucose of the patient was 400 mg/dl which was treated by correction bolus via pump. The site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.